Event description:
It was reported that the tip of the optablate probe broke after ablating while the doctor was removing it from the patient. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.